Event description:
It was reported that during an implant procedure, the guidewire inside the catheter could not be advanced through the lead's lumen. The lead was exchanged. The implant was successfully completed. There were no patient consequences.